Event description:
It has been reported to philips that the live image was lost for five minutes. The system was in clinical use and the procedure was delayed. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during an emergency neurovascular treatment and the treatment got delayed by 10 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction with the frontal live images which does not display. The fse tried to restart the system but did not fix the issue. The fse changed the layout of the flexvision 2 pc until the live image reappeared. The fse identified that the issue was related to hardware and software. So, the fse replaced the flexvision 2 pc, dvi (digital visual interface) matrix switch and set cables of the b-cabinet to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.